Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿plunger tip not seated properly". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in the surgical room and a foley catheter was inserted by the registered nurse. There was no urine return after the catheter was advanced and the balloon was inflated. The balloon was deflated with a syringe and doctor applied sterile gloves to attempt to advance the catheter again. They attempted to advance the catheter and asked if the balloon was deflated. The nurse attempted to pull back on the syringe and no additional saline was removed from the balloon. Doctor then attempted to pull back on the syringe and a small portion was broken off the plunger upon the attempt. The catheter was removed by doctor, and it was noted that the balloon was not completely deflated. Once removed from the patient nurse attempted to draw out remaining fluid from balloon and was met with resistance. The patient and their family were notified of the event and instructed the patient might have irritation from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in the surgical room and a foley catheter was inserted by the registered nurse. There was no urine return after the catheter was advanced and the balloon was inflated. The balloon was deflated with a syringe and doctor applied sterile gloves to attempt to advance the catheter again. They attempted to advance the catheter and asked if the balloon was deflated. The nurse attempted to pull back on the syringe and no additional saline was removed from the balloon. Doctor then attempted to pull back on the syringe and a small portion was broken off the plunger upon the attempt. The catheter was removed by doctor, and it was noted that the balloon was not completely deflated. Once removed from the patient nurse attempted to draw out remaining fluid from balloon and was met with resistance. The patient and their family were notified of the event and instructed the patient might have irritation from the balloon.